Manufacturer narrative:
The malfunction was duplicated and attributed to depleted batteries.

Event description:
Complainant alleged that during funtional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.